Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
One saline mentor smooth round moderate profile 375cc was received by the mentor failure analysis lab on (B)(6) 2021 with no accompanying information. This device is the contralateral product for a previous complaint. No information was received regarding any device failures or patient complications for this impacted product. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the right breast prosthesis. See manufacturer's report number 1645337-2020-16122 for contralateral device.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On jan 7, 2022, it was noticed that g3. Date received by manufacturer in the previous report was incorrect. The correct date is dec 7,2021.

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient had experienced bilateral deflation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).